Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were getting a system error with code 0x4f9af36f when they were trying to check the ins battery level in the micro my therapy app. The patient tapped on 'restart,' but they continued to get the same error message. During the call, agent had the patient close all apps, then reopen the micro my therapy app and try again. The patient continued to get the same error message, so agent had the patient restart the handset. After restarting the handset the patient no longer got the system error, but the app got stuck on the 'communicating with device' screen. The patient confirmed the communicator was positioned over the ins. Agent had the patient close out of the app, reopen it, and try again. This time, the patient was able to connect to the ins and they noticed therapy was turned off. The patient seemed surprised that the therapy was turned off. Agent reviewed potential causes of the therapy turning off by itself. The patient confirmed they were able to turn therapy back on. The ins battery level was 30%. The troubleshooting steps that were taken on the call resolved the issue. The patient also mentioned that handset did not hold a charge for every long. The patient revealed that they never powered off the handset because they thought it needed to be powered on in order for the ins to work. Agent reviewed purpose of external equipment. Agent reviewed how to power off the handset to extend the handset recharge interval.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.